Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the coring knife from pump kit mlp-036330 was defective out of box and the surgeon was not able to core the heart with the coring knife. The surgeon stated that it felt harder to get through than normal and it was cutting extremely poorly. A new coring knife was retrieved from a backup pump kit mlp-037435, resulting in a delay of about 5 minutes, and there were no issues performing the task with the new coring knife. No patient consequences resulted.

Manufacturer narrative:
Section d3, g1: updated information. No further information was provided. The manufacturer is closing the file on this event.